Event description:
Customer reported an issue with the incorrect time displayed on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, suggesting they follow up if the time discrepancy recurred. The customer understood and acknowledged the guidance provided.